Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at a connection port and a ¿pinpoint¿ size hole was noted. This issue was identified during an infusion of ¿tpn/il¿ (total parenteral nutrition). As a result, the infusion was taken down. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed at the set with a bag of sterile water and no issues were observed. Autopsy was performed in the two, y-sites clearlink and no defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.